Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. H3 other text : see h.10.

Event description:
It was reported that a needle clog occurred during use with a pen ndl 31ga 8mm 100bx 1200 ca. The following information was provided by the initial reporter. "Consumer reported needle clog during priming, then noticed that the needle was bent on non patient end when he removed the needle from the pen. Consumer does not re-use, samples have been discarded."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle clog occurred during use with a pen ndl 31ga 8mm 100bx 1200 ca. The following information was provided by the initial reporter, "consumer reported needle clog during priming, then noticed that the needle was bent on non patient end when he removed the needle from the pen. Consumer does not re-use, samples have been discarded."